Event description:
It was reported that the patient expired. Upon review of device data, it was noted that the patient had 7 arrhythmic episodes with appropriate therapy delivered. It was also observed that one episode had aborted shock therapy and another episode had undetected arrhythmia due to r-wave signals being smaller than the programmed maximum sensitivity. Review of printouts show no device malfunction. No further information is available at this time.